Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the ecs29 fired staples that formed but anastamosis only partially cut. 08/06/1998 all of the staples formed but it partially cut. The purse string had not been suffiently tight around the anvil head. Another device was pulled to complete the procedure. There was no consequence to the pt.